Event description:
A laparoscopic tubal sterilization with hulka clips was being done. When the physician applied a fallopian tube clip, the applicator would not release the tube and clip. Some manipulation of the applicator was necessary to effect release. No pt problem was reported.